Event description:
This companion driver caddy was not in use by a pt. The customer reported that the telescopic handle of the companion driver caddy was unable to lock in the "up" position. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion driver caddy was not in use by a pt. In addition, the companion driver caddy does not control the functionality of a companion driver, and the reported issue would not prevent a companion driver from performing its life-sustaining functions. The companion driver caddy has been returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.